Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Thrombus, hemolysis and renal failure are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gastrointestinal bleed was reported under medwatch MFR report# 2916596-2017-00798. (B)(4). Approximate age of device - 1 year, 2 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was significantly volume overloaded on admission, most likely due to noncompliance of fluid intake at home. The patient was dialyzed or ultra-filtrated each day during admittance and the patient¿s weight was close with a baseline of (B)(6) at the time of discharge. The patient was to continue normal dialysis routine on monday, wednesday, and friday. At a routine clinic follow up, the patient was experiencing a low inr and elevated lactate dehydrogenase. The patient had not been taking the prescribed coumadin as directed and there was a concern of pump thrombosis. The patient initially refused hospitalization despite being informed of the significant risks. After multiple visits and discussions, the patient agreed to be hospitalized for possible pump thrombosis. The patient has chronic anemia but no source of a gastrointestinal bleed was ever found during the previous admission on (B)(6) 2017. The patient has been off aspirin, and was only on coumadin. Due to the patient¿s frailty and end stage renal disease and non-compliance, a pump exchange was not an option. Further workup of possible pump thrombosis was not actively being pursued. At this time the patient was being treated non-invasively with heparin bridging as needed. No additional information was provided.